Event description:
The hospital experienced a ventilator problem related to a gas module malfunction, uncontrolled gas flow. There was no patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.